Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with chest pain. Upon interrogation, loss of capture was noted on the left ventricular lead and x-ray confirmed the lead was pulled back to the patient¿s superior vena cava (svc). Programming change was made. Patient was stable.